Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned for evaluation. The catalog number identifiedhas not been cleared in the us, but is similar to the universal drainage catheters with nitinol products that are cleared in the us. The pro code for the universal drainage catheters with nitinol products is identified. The investigation is inconclusive for the alleged defective component issue. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model nnu12lpt, drainage catheter, allegedly experienced defective components. This information was received from a single source. There was no reported patient contact. No patient information was provided.